Event description:
The dental implant fx4508swc was removed on (B)(6) 2017 due to failure to osseointegrate 4 months after implantation. The dentist indicated that local infection and poor dental hygiene at the site of the implant was cause for removal. The patient has a history as a diabetic and has been recovered without complications.